Manufacturer narrative:
The damage found was either sustained during the surgical procedure, or may have been a result of the reported twiddler's syndrome.

Event description:
New information received states the lead was explanted due to high threshold. Dislodgement recurred due to twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received several shocks. Egms revealed oversensing. R-waves and pacing lead impedance had decreased. Capture thresholds were slightly elevated. A venogram revealed that the lead had dislodged into the atrium. The patient has twiddler's syndrome. The lead was successfully repositioned.